Event description:
The ge oec 9800 fluoroscopy system when the vertical lift column up/down switch was activated, the switch would stick. The down motion would not terminate when the activation switch was released.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective up/down activation switch that would "stick" in position. The up/down activation switch was replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.